Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 31 mg/dl at the time of the incident and the current blood glucose of the patient is unknown. The troubleshooting was performed. The customer was treated with food. Product will be returned device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. A pump error 63 alarmed during the self test and was confirmed in the pump history due to a broken trace at the keypad assembly. No audio anomalies were noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.